Manufacturer narrative:
Follow-up #1: date of submission: 08/25/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2016 with the following findings: during testing, the pump powered on with a fully functional vibratory alarm. The pump cover was opened and due to an unrelated issue, moisture damage was found on the vibration motor contacts. The complaint was not duplicated during testing. Unrelated to the complaint, the audio bolus button cover was torn.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.